Manufacturer narrative:
(B)(4). Evaluation: one opened complaint sample foil pack along with zipper tray lid was received. Suture material was inspected under magnification and suture found in partial to complete disintegrated condition as the complaint sample received in open condition further investigation on complaint sample cannot performed except visual inspection. The foil pack was visually inspected under magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Needle was not returned for investigation. Five retain samples of incident codes and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance ¿ breakage suture as well as performance-pull off suture needle, knot pull tensile strength test as well as needle pull test is applicable & measurable parameter. All the individual needle pull-off and knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. During the surgery, the suture was broken and the needle separated from the suture. No adverse patient outcome reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: one opened complaint sample was received for evaluation. Suture material was inspected and suture found in partial to complete disintegrated condition. As the complaint sample was received in open condition further investigation on complaint sample cannot performed except visual inspection. The foil pack was visually inspected for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. The needle was not returned for investigation. Five retain samples of incident codes and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification.